Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the bd q-syte¿ vial access adapter leaked remoulding during use. The following information was provided by the initial reporter: "solicited. Per mother, sometimes she looses some remoulding leaking through the adapter. (Patient always received the full dose. Some remoulding is being wasted due to the leaking.) She is using universal vial adapter qsyte."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099783. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ vial access adapter leaked remodulin during use. The following information was provided by the initial reporter: "solicited. Per mother, sometimes she looses some remodulin leaking through the adapter. (Patient always received the full dose. Some remodulin is being wasted due to the leaking.) She is using universal vial adapter qsyte."